Event description:
It was reported that a revsion surgery was perfomed due to loosening of the femoral component. Devices revised to legion components.

Manufacturer narrative:
The associated complaint devices were not returned. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.